Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's drill tip is fractured, rendering the device inoperable. The fractured component was also returned. The device shows signs of extensive use. It was reported that no patient harm or injury was sustained as a result of this device related incident. The procedure was completed using a back-up device. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the tip of the intertan 7.0mm comp screw starter drill broke inside the patient when starting to drill. No pieces fell inside the patient and no pieces were left inside the patient. There was no surgical delay and no injuries caused to the patient. The procedure was finished with a smith and nephew back up device.